Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had an emergency surgery to remove the device approximately two and a half weeks ago. The battery was explanted because of skin erosion. The leads remained implanted. The date of onset of infection, and results of cultures were not reported. It was noted that the patient was doing better and the infection was clearing. Due to the battery being removed, the patient was experiencing leg pain and was anxious for a new battery. It was reported that the patient would be reimplanted when the infection has cleared. It was reported that the patient had just finished antibiotics, but drainage was still present. A follow up appointment was scheduled. Leads remained implanted, the patient had not yet been reimplanted as the infection had not cleared up completely. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a pocket infection. The patient had visits to the emergency room due to excruciating pain and pus oozing out of the incision site. It was unclear if a culture was taken, but antibiotics were prescribed to the patient and the infection was not clearing up. No product issues were alleged. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead (B)(4).

Event description:
Additional information received reported that explant of the leads would be necessary but had not yet been planned. The infection had travelled up to her leads that had remained implanted. Follow-up on (B)(6) 2015 determined that no explant was scheduled. The patient was noted to be fine but was frustrated and was swollen around the lead incision. The patient¿s pain physician was deciding on what course to take. Further follow-up on (B)(6) 2015 found that the patient was being treated with antibiotics from her pain doctor. No date was set for explant. The patient had called her doctor but had not heard back. The patient was still not doing well. She was still feeling sick and the healing process was slow. Additional follow-up was performed to determine if the explant had been scheduled. This event will be updated if additional information is received.

Event description:
Additional information received reported that the weekend of (B)(6), the patient was in the emergency room. The reason for the visit was unknown; however, there was no information regarding the patient¿s explant. The assumed reason for the ER visit was unknown but it was assumed that it was because the infection had not cleared up yet. The manufacturer representative had no spoken to the patient or their health care provider (hcp).